Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. Visual inspection, using a microscope at 10x magnification, showed fibers, particles and viscoelastic residues on the lens which indicated that the lens was previously handled. The haptics looked positioned and in good condition. Manufacturing defects weren¿t identified in the returned sample. The complaint reported was not verified. The condition of the lens sample returned could be related to the surgical technique during the handling or preparation for insertion process. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances generated during the manufacturing process. The device manufacturing procedures were performed as required. A search on product history complaints revealed no product deficiency was found. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: unknown because lot/serial number is not available. Pt age at time of event or date of birth: unknown. Pt sex/gender: unknown. Date of event: unknown. Catalog #, serial #, and expiration date: unknown. Implant date: unknown. Explant date: unknown. Initial reporter phone no. (B)(6). Device manufacture date: unknown. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the front haptic was split and the lens had to be removed from the patient's eye. No further information was provided.